Manufacturer narrative:
Since the original medwatch was filed, the investigation into this event has concluded. The product was never returned for investigation. The data logs do not pertain to the failure of a detachment. According to physician, the detachment and subsequent death were unrelated to the use of the impella and likely due to the patient's multiple pre-existing comorbidities. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical facility has not yet released the product for analysis. Upon completion of the investigation, the final medwatch will be filed.

Event description:
A patient was admitted for a CABG (coronary artery bypass) and for hemodynamic support the team placed the impella cp via the right femoral. Prior to the placement the team treated the arterial disease at the iliac to allow for the impella placement. The following day the impella was placed in surgical mode and the patient had her CABG procedure. Upon completion of the CABG, the team attempted to restart the pump. When the pump failed to restart the team tried to pull back and reposition the pump. With the repositioning the physician felt great resistance, and then the pump broke in half at the outflow portion of the pump. At this time there was a portion of the pump remaining within the patient's aorta, and part was removed.